Event description:
It was reported that the patient presented in the emergency room on (B)(6) 2024, after experiencing inappropriate shock. Device interrogation revealed the right ventricular (rv) lead exhibited oversensing of noise resulting in inappropriate shock; the patient is not pacing dependent. The lead was explanted and replaced, and the patient was discharged in stable condition.